Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported an 84-year-old female patient noted as high-risk percutaneous coronary intervention of the left main artery and right coronary artery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella implant was aborted due to vascular anatomy due to heavy calcification of the iliac and aorta. Additionally, a dissection was noted at the distal aorta/iliac junction and a femoral perforation was noted after the sheath was removed. The aorta/iliac dissection received a stent, and the femoral perforation received a balloon tamponade.

Manufacturer narrative:
The investigation into the delivery issues, the vascular damage - great vessel, and the vascular damage - peripheral vessel issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the patient had heavily calcified vessels which created multiple issues while implanting pump. The root cause of the delivery issue, the vascular damage - great vessel, and the vascular damage - peripheral vessel was patient condition related to heavily calcified vessels.